Event description:
It was reported the patient lost weight, causing the ipg to feel uncomfortable. Surgical intervention was undertaken during which the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.